Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. This was noted before release for use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between august 27, 2018 to august 28, 2018. The device was received for evaluation. Unaided eye visual inspection of the bag was done and did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed leakage at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.